Event description:
It was reported that the procedure was to treat a de novo lesion located in the iliac artery that was moderately calcified, mildly tortuous and 70% stenosed. The 7x60mm absolute pro stent delivery system was advanced through the iliac artery, but the device could not be tracked under fluoroscopy, so the stent delivery system was removed from patient. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The delayed positioning (visibility) was not confirmed as the markers were visible under fluoroscopy with no anomalies noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information provided, the lack of visualization under fluoroscopy was likely due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Cine was received and reviewed. It was determined that it is possible that the visualization of the stent may have been affected by a previously implanted stent.